Event description:
Epidural placed per anesthesiologist with rn at bedside assisting. First catheter placed with blood return and catheter pulled per anesthesiologist. Catheter removed with resistance but did come out. When catheter was removed, no blue tip was noted. Rn was told to get second tray. Upon comparison of first and second catheter, 1.5 inches of first catheter was missing along with blue tip. Second catheter was placed above first site. Epidural worked fine and patient received pain control. The patient had no sensory or neuro deficit and CT scan was negative even though there is a radiopaque strip in tubing.